Event description:
It was reported that the patient presented in clinic for a follow up. On (B)(6) 2022, and x-ray revealed a fracture due to clavicle crush causing noise oversensing and high capture thresholds on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6.